Manufacturer narrative:
A review of the device history record (DHR) for apogee 2300 digital color doppler ultrasound imaging system (sn:(B)(6)) and its component ecbp-1 endocavity biplane ultrasound probe related to the reported event was performed, which confirmed that there were no nonconformance, failures, discrepancies or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. No similar complaint to the reported event was found after reviewing the post-marketing surveillance data of the device. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. Based on the review of DHR, post-marketing data and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device. Submission of this report does not constitute an admission that the manufacturer's products caused or contributed to the reported event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2023, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware of a rectal perforation with the apogee 2300 digital color doppler ultrasound imaging system and its associated ecbp-1 trus probe during hemostasis after an aquablation procedure. The rectal perforation was small and did not require sutures. The patient is reported to be doing "great" and has had no further complications. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported during this event.